Manufacturer narrative:
Calibration and controls confirmed that the analyzer was working within specifications. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for elecsys free psa immunoassay (fpsa) on a cobas 8000 e 602 module (e602). The sample initially resulted as 0.025 ng/ml and this value was reported outside of the laboratory to the patient. The sample was repeated on (B)(6) 2018, resulting as 0.961 ng/ml. The repeat value was believed to be correct. No adverse events were alleged to have occurred with the patient. The fpsa reagent lot number was 243139. The reagent expiration date was asked for, but not provided. Some abnormal aspiration alarms were observed on the instrument alarm trace.